Event description:
It was reported that during a breast biopsy, the system initialized normally and was cocked in preparation for use. The system produced a vacuum error and a smell seemed to be coming from the control module. The vacuum pump also stopped functioning. The customer tried the forward arrow to proceed through the error. After approx 30 sec the vacuum pump turned back on and the case was started. There was no further problems during the case.